Event description:
It was reported that after implant the patient experienced a burning sensation 3 inches below ins that spreads across her "butt". The burning sensation occurs while stimulation is turned off. The patient stated that she had a sore on her "left cheek" after implant and that a dermatologist thought it was a "chemical burn". The patient did not use the stimulator because it was irritating. She also stated that after the ins was implanted her managing physician gave her a shot of "morphine" which stopped her back pain, therefore she doesn't need the ins for her back pain now. The patient said that nothing helps the burning pain. The patient added that she saw a surgeon, a physician and a dermatologist, and none of them could tell her the cause of the burning sensation and that they were not sure if was related to an infection. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was reported that the neurologist didn't think the sore was a chemical burn and did not think it was related to stimulation at all. The sore has healed up now. The patient reported that she was sore over/near implantable neurostimulator (ins) spot. She also reported not getting effective relief. Reprogramming was performed multiple times and each time the patient was happier when she left the appointment, but at next appointment she says not getting effective relief. There are no plans to remove the device but the patient has stated "desire for removal out of frustration."

Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product typ lead product ID 37744 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient. (B)(4).